Event description:
The report stated that during a lavh, tvt and cystostomy a second degree burn with open blisters was found. The pt burn occurred underneath where the 10 mm trocar entered the abdomen and was 2 1/2 - 3 inches long. They were using a hook bovie, MFR unk and a 3m pt return electrode. Surgical svc instrumentation (ssi) brought a reposable (hybrid) trocar sys and used titanium sheets (tube) and a plastic trocar. All of these are non-covidien prods.

Manufacturer narrative:
(B) (4). (B) (4). The site's initial contact was with covidien's clinical hotline group who discussed the issue with them and e-mailed them info from the manual on precautions with laparoscopic procedures and a hotline bulletin which discussed stray currents and how they can occur.